Event description:
This customer reported that the pacer on/off button was not working. There was no patient involvement as this was found during routine testing.

Manufacturer narrative:
(B)(4). The device was evaluated locally by philips and the symptom was confirmed. Replacement of the pacer key assembly resolved the symptom.